Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: issue: when powering on the unit, it alarms stating the device needs serviced. There was no patient harm or involvement. There are no logs to download for this pump. A preliminary review of the logs identified the following issue: fail stop, cause unknown. Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.